Manufacturer narrative:
Philips service replugged the ippc card and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the ippc card failed, preventing system exposure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.